Event description:
Device malfunctioned during surgery and a larger incision was required to remove the device. Per site reporter: on the phone, the prompts by manufacturer to correct were ineffective but ethicon rep came in to meet and to pick up the product.